Manufacturer narrative:
Added information to e3 and e4. H6: investigation results - no clinical information or information regarding part numbers or manufacturing information was provided to confirm the risk criteria. However, the most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors but this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported by the legal department, that this male patient was revised approximately 2 years post op initial right hip arthroplasty due to polyethylene wear and osteolysis. Patient experienced severe pain and discomfort.